Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead impedance also was demonstrating an upward trend. The lead remains in use. No patient complications have been reported as a result of this event.